Event description:
Plaintiff complaint was served on the registered agents for djo incorporated and djo llc on (B)(6) 2011 regarding the "insulated ice-chest with circulated coldwater through a hose to a pad" ("cold therapy unit").